Event description:
Hospital biomed called and alleged the bed lowered suddenly with a patient on the bed. Reporter stated that she was not aware of any patient injuries. The hill-rom technician examined the bed and found that a bolt that secures the tie rod to the pivot plate had broken which caused the bed to lower suddenly. He repaired the bed by replacing the bolt and the pivot plate. The bed functioned as designed after the repair.